Event description:
Received notice from medtronic, inc. On 7/20/1999 stating there was a problem with an anchoring sleeve. When trying to implant a pacing lead it was noticed that the anchoring sleeve was missing. The lead was pulled out to find it & it was not there. Due to complications, the lead was not used. Physician involved did not feel it was a reportable event, therefore not communicated sooner.